Event description:
Received new information. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 9, 2020. Upon further investigation of the reported event, the following information is new and/or changed: b5 (event description - added event information); d10 ( additional device information -date returned to manufacturer); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information); h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, noted a fluid filled scope. The product was changed out with no delay nor blood loss. However, it is still unknown if the surgery was completed successfully. Due to the unknown information the event will be reported. Terumo continues an attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 3224, 19). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 3224 - optical problem identified. Conclusions code: 19 - cause traced to user. A visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in the appearance of fluid in the visual field. The labeling for the device stresses the importance of how fragile the device is and instructs the user to handle the product with extreme care to prevent damage to the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.